Event description:
It was reported the patient experienced a shocking sensation and the implantable neurostimulator (ins) was replaced. It was stated the shocking sensation was at the ins site. It was also stated the ins was replaced and the shocking sensation was resolved.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3093-33, lot# v090005, implanted: (B)(6) 2008, product type: lead. (B)(4).